Event description:
Patient stated she turned over and slid out of bed. Head and left shoulder jammed into top side rail. Bed placed in CPR mode to free head and shoulder.======================manufacturer response for kinair medsurg low air loss therapy system, (brand not provided) (per site reporter).======================a meeting is being scheduled for an onsite visit.